Manufacturer narrative:
The device was received for evaluation. A functional leak test was performed on the unit by filling the bladder with green color water. After fill, leak was observed at the module housing post (set at 5ml). The reported condition was verified. The cause of leak is related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) leaked through the drip adjustment system. The issue was identified before use. There was no patient involvement. No additional information is available.